Event description:
I had a workers compensation claim and went to (B)(6). The clinic did a blood test and checked my thyroid level as part of the diagnostic plan. They found me hyperthyroid (lowest on the scale, 0.1). However, contrary to their testing and results, I had been previously diagnosed to be hypothyroid at (B)(6). I take levothyroxine typically at 88mcg on a daily basis. When I got 0.1 suggesting hyperthyroid, my doctor was surprised and asked me to re-take the thyroid blood test (tsh) at (B)(6). This time, my levels came out to be hypothyroid again, and my doctor changed dosage to 150mcg. My question to the FDA is: what exactly is happening with the thyroid blood test. Is the test validated and proven to work because my blood work comes significantly different at different states and different clinics. I request to know before my health gets seriously damaged by inappropriate or inaccurate testing process.